Event description:
Information received from the intreped clinical database. Treatment of two left unruptured ica (internal carotid artery) fusiform sidewall aneurysms with one of the aneurysms measuring 10mm x 9.5mm. Post pipeline procedure, it was reported that the patient began to have unusual sensations on the left side of her face with left eye ptosis which was likely caused by the thrombosis of the aneurysm. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).